Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An abbott representative from medical affairs called on behalf of a physician who reported that customer receiving a high reading with the use of the adc freestyle libre sensor. The customer received a sensor scan result of 90 mg/dl without a trending arrow and did not know if his glucose was going down or up. It was further reported that thirty minutes after the initial reading, the customer had a seizure. The customer had contact with the doctor who initially reported the customer¿s issue to the medical affairs however, no treatment information was provided at the time of reporting. Attempts to gather additional information pertaining to treatment has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid (B)(4) has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
An abbott representative from medical affairs called on behalf of a physician who reported that customer receiving a high reading with the use of the adc freestyle libre sensor. The customer received a sensor scan result of 90 mg/dl without a trending arrow and did not know if his glucose was going down or up. It was further reported that thirty minutes after the initial reading, the customer had a seizure. The customer had contact with the doctor who initially reported the customer¿s issue to the medical affairs however, no treatment information was provided at the time of reporting. Attempts to gather additional information pertaining to treatment has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.